Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during routine testing. There was no patient involvement reported. There were no reported of injuries, medical intervention or prolonged hospitalization. The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found the chassis and touch pad were damaged causing the foot pedal port to not work. Therefore, the reported condition was confirmed. It was determined that this is due to mishandling by dropping the device. The assignable root cause was determined to be due to component damage from misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the foot pedal port does not work on the console device. The event was not reported to have occurred during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.